Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory also indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, and there was oversensing associated with the right ventricular lead. Concomitant products: dtba1d1 ICD, implant date (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing. The rv and superior vena cava (svc) defibrillation impedances were high. It was noted that noise could not be replicated with isometrics. The lead was capped and replaced. No further patient complications have been reported as a result of this event.